Event description:
Account alleged that the foot hi/low fell off of the bed and the bed fell down a short distance. No patient in bed at the time.

Manufacturer narrative:
Tech replaced the hi/low drive and the hardware that secures this drive to the bed frame to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.